Event description:
It was reported that the patient was experiencing low flow alarms and pulsatility index (pi) events. The patient was hypertensive (map/mean arterial pressure 90). The alarms were silenced, the patient was given anti-hypertensives, and was given oral diuretics. It was proving difficult to manage hypertension and fluid status. The patient also had an inflow cannula position which was up close to the septum. There have been no issues with the equipment. The analysis of the log files observed low flows with high pi readings.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the low flow alarms are still occurring, despite being euvolemic. The patient also had a repeat heart catheterization and a ramp study to rule out any other reason for the low flows. The low flows were associated with posture and movement and resolved without intervention. The account later communicated that the inflow cannula was seated in a good position. A low flow controller would be considered to allow for further rehab. The patient was in stable condition and was preparing for discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed the report of low flow alarms. According to the account, the alarms were associated with posture and movement and resolved without intervention. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from 12apr2022 through 14apr2022. The file captured multiple low flow hazard alarms, which appeared to occur when the pi values were elevated. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23mar2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow, such as hypertension. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.